Event description:
Customer reported receiving an error 4 message on his freestyle blood glucose meter and a battery and booklet icon appeared on the display while inserting test strips into the meter. He also reported that, he experienced symptoms of hypoglycemia and 'had a diabetic seizure". He reports being seen and treated by paramedics in his home, and was transferred to a local hospital and diagnosed with hyperglycemia. There was no specific treatment indicated. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested and a follow-up will be submitted once results are available. Customers and retailers have been notified through the adc fa16may2006 letter.